Event description:
Had mcghan textured implants put in 2008, since then over time had more and more symptoms occurring, in 2016 I noticed a lump in my breast. During ultrasound, they noticed the edge of my implants had all ripped and possible rupture. For the passed 3 years I've had extreme pain in my breast and under arm, possible silicone in lymph nodes. My hair has fallen out. I have extreme fatigue, brains fog, joint pain, breathlessness, palpitation, the list goes on. I believe all these symptoms are coming from these implants. I have not been in a financial position to have them removed, being a full time mum to two kids. The implants are on the recall list. Where do I stand with this? FDA safety report ID# (B)(4).